Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component catalog # unknown lot # unknown . G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure three weeks post implantation due to patient knee subluxing backwards. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h1, h2, h3, h6, h11. D10 - medical product: femur cemented cruciate retaining (cr) catalog # 42502606201 lot # 66392431. All-poly patella cemented 32 mm diameter catalog # 42540200032 lot # 66662335. Headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 66481874. Tibia cemented 5 degree stemmed left size d catalog # 42532006701 lot # 66582038. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 66592871. Patella reamer blade with pilot hole 35 mm diameter single use only catalog # 00597909535 lot # 65815393. Patella reamer blade with pilot hole 35 mm diameter single use only catalog # 00597909535 lot # 66506873. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.